Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device stopped working and the patient experienced recurring erectile dysfunction. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome was reported as good.